Event description:
It was reported that during an interrogation the programmer displayed an error message. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis showed that two events were stored within the same timestamp. This caused the error message to be displayed.